Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted pause episodes on the implantable cardiac monitor. The patient was stable.

Event description:
New information noted that the pause episode was not resolved. No further pause episodes were noted.